Manufacturer narrative:
An event regarding registration fails involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: (B)(4). Mps could not register the pelvis in his case yesterday and the surgeon wants the system inspected. During investigation, performed transmission check, motor phase check, find friction constants, arm accuracy check & camera accuracy tests all passed with no issues. During physical inspection, found no issues during the inspection. Performed full kinetic arm calibration on both sides of the system. Performed saw bone test on the system with no registration issues. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(4) was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999.robot number: (B)(4). Shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Registration did not match anatomy, could not pass registration. Registration points taken did not match what was represented on the screen. Landmarks taken were not in correct region, some off bone some deep to bone in soft tissue. Case type / application: tha mps could not register the pelvis in his case. They tried to register the anatomy and it was off. Points were floating in space, moving the probe anteriorly moved the probe posteriorly and they registered and passed checkpoints multiple times. Everything was right about the case but they could not register the anatomy. During investigation, performed transmission check, motor phase check, find friction constants, arm accuracy check & camera accuracy tests all passed with no issues. During physical inspection, found no issues during the inspection. Performed full kinetic arm calibration on both sides of the system. Performed saw bone test on the system with no registration issues.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Registration did not match anatomy, could not pass registration. Registration points taken did not match what was represented on the screen. Landmarks taken were not in correct region, some off bone some deep to bone in soft tissue. Case type / application: tha. Mps could not register the pelvis in his case. They tried to register the anatomy and it was off. Points were floating in space, moving the probe anteriorly moved the probe posteriorly and they registered and passed checkpoints multiple times. Everything was right about the case but they could not register the anatomy. During investigation, performed transmission check, motor phase check, find friction constants, arm accuracy check & camera accuracy tests all passed with no issues. During physical inspection, found no issues during the inspection. Performed full kinetic arm calibration on both sides of the system. Performed saw bone test on the system with no registration issues.